Event description:
Per the clinic, the patient experienced skin breakdown, in which there was an opening over the implant with skin debris at the center of the implant (specific date not reported). Subsequently, the patient was treated with a topical antibiotic on (B)(6) 2025 (specific duration not reported) however, the symptoms did not resolve. Following that, the patient developed persistent pain, tenderness and an infection at the abutment site (specific date not reported). The patient was placed under general anesthesia on (B)(6) 2025, and the implant was explanted during the same surgery. Additional information has been requested but it has not been made available as of the date of this report.